Event description:
Additional event information received stating that there was no surgical delay. The affected side was the right side. The patient doing well so there was no any adverse consequences that affected the patient because of the reported event. No indication of trauma, perception of cracking and noise since late (B)(6) 2020, no pain, no lameness, no ilmi, wearer of a left pinnacle/corail thp since 2017 who is doing well. Primary coxarthrosis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Total hip replacement on the right in (B)(6) 2020. Since (B)(6) 2020, there was perception of crack in the hip. Consultation in (B)(6) 2021 and imaging: the x-ray allows to see ceramic debris lower part of the cup, confirmation of the presence of this debris by the scanner. During the revision surgery on (B)(6), 2021, they find in the lower posterior many ceramic debris more or less large which are carefully removed one by one. Removal of the 36 short ceramic neck (depuy), which is not damaged, without damaging the neck and protection of the cone of the rod. Step-by-step exposure of the acetabulum, synovectomy and careful cleaning which still removes some debris. This is an equatorial rupture of the pinnacle acetabular ceramic implant (depuy), the bottom is not broken, this which explains the absence of contact between the head and the metal acetabulum. The acetabulum is perfectly fixed in the correct position. Fairly easy extraction of the rest of the ceramic acetabulum. They recover everything for sending in materiovigilance. Cleaning of the metal acetabulum. The acetabulum is absolutely undamaged and shows no scratches. They made the decision to reposition a ceramic cup, 36/54 pinnacle (depuy) / abundant washing with bone karcher. Very careful placement of the new ceramic insert 54/28 in the metal acetabulum, it is positioned correctly position. Installation of a short depuy 36 ceramic (+ 1.5) recovery head with metal internal skirt.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: e1.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient operated on (B)(6) 2020. The surgeon observed that the insert was broken on (B)(6) 2021. Revision on (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported fracture. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the provided insert can be uniquely identified through the laser marking. Shop order (B)(4) was identified for the insert. Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production.